Event description:
It was reported that the sales manager reported that he was informed by the surgeon that during a surgery for vertebroplasty, since no vertaplex cement was available in the operating room, it was suggested by the field specialist to use simplex cement. Surgeon, following the suggestion, put simplex cement into the autoplex mixing, the cement immediately hardened. Surgeon reported that he understood immediately that the procedure suggested was not proper and decided to postpone the procedure. The procedure was successfully performed the day after with competitor's products.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. (B)(4).